Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test. This was observed before use on a patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb about 20cm from the patient end connector. A lot check revealed no other complaints of this nature for lot number 121012. Conclusion: the sustained damage to the evaqua expiratory limb indicates that it was punctured or scratched with a blunt object. All breathing circuits are pressure tested for leaks in the production line and those that fail are rejected. The subject rt340 adult breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged after it was released for distribution. The expiratory limb of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory limb of evaqua breathing circuits incorporate a protective mesh to prevent damage to the walls of the tube during use, as it can be susceptible to damage when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "Set appropriate ventilator alarm."